Event description:
It was reported the pt had an anchor that was beginning to erode through the skin. The physician surgically removed the anchor, and used a suture to anchor the lead. It was reported there were no signs of infection.

Manufacturer narrative:
Eval results: the anchor received visual inspection and it was noted the anchor had normal wear and explant damage. No further testing was performed. The reason for erosion at the anchor site could not be analyzed in a lab environment. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.